Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer high blood glucose value was 412 mg/dl at the time of incident. Customer did not feel ok to do troubleshooting. Customer stated that they removed the cannula and observed that he cannula was bent. Customer again monitored the blood glucose and the blood glucose value was 364 mg/dl. The insulin pump will not be returned for analysis.